Event description:
It was reported to medtronic neurosurgery that the doctor found a leak between the delta chamber and catheter.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.